Event description:
It was reported that a (B)(6) patient with multiple myeloma underwent a kyphoplasty procedure on levels t9, t10 and t11. Twelve days postoperatively, an x-ray showed cement extravasation anteriorally to all three levels t9, t10 and t11. There were no patient complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.